Event description:
It was reported that the hvli was over than 200ohms. After the lead was replaced, the impedance was still the same. The physician decided to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported hv impedance out of range was confirmed in the laboratory. Analysis found a broken case wire inside the ICD can. This anomaly could cause the reported high lead impedance measurements.